Event description:
It was observed that during the device evaluation, the subject device exhibited noise due to damage to the imaging section as well as no image. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.